Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the rn observed the patient experiencing occasional 6¿8 beat runs of ventricular tachycardia (vt), typically occurring when the patient moves in bed or in his chair. An echocardiogram performed this morning showed the impella device positioned 5.1 cm from the aortic valve annulus, with the inlet located in the mid¿left ventricle and no interaction with the septum or other intracardiac structures. The surgeon has been notified and does not believe device repositioning is warranted at this time. The patient continues to move his arm and shoulders frequently, reporting numbness and pain radiating down the right arm. There is no swelling noted at the impella site, the pocket incision, or anywhere along the right arm. Jp drain output remains minimal. The procedure and patient outcome is unknown.

Manufacturer narrative:
(Tachycardia/arrhythmia): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
D4 UDI information and h4 was inadvertently omitted on the initial manufacturer device report.